Manufacturer narrative:
Unit had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.

Event description:
The customer's mother reported via phone call that the cracked at inner screen. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.